Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had receive the hrm task did not grant motor power in reasonable time as well as insulin flow blocked alarm. The blood glucose level was 179 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the hrm task did not grant motor power in reasonable time error or unexpected insulin flow blocked alarm noted. The motor was tested outside of device and passed. (B)(4).